Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via a retrograde approach. The 100% stenosed, chronic totally occluded target lesion was located in the moderately tortuous and moderately calcified right external iliac artery. After a non-bsc guide wire crossed the lesion, a 5.0mm x 40mm x 135cm sterling¿ balloon catheter was advanced for dilatation. During the first inflation, it was noted that the balloon ruptured at 14 atmospheres after being inflated for 15 seconds. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good .

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).